Event description:
It was reported that a connecta plus3 blue was damaged and leaked during use. The following was reported by the initial reporter: "on (B)(6) 2020, the patient used a connecta connected PICC catheter for liquid infusion. At 17:20 when the shift was transferred, it was found that the patient¿s infusion side clothing was wet with 10cm*10cm. Carefully check the patient¿s infusion pathway. The cracks cause liquid leakage, immediately replace with a new connecta. This problem is easy to cause 1. The patient cannot infuse the fluid effectively 2. The patient is at risk of infection."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided lot number 9274133. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Damages as described within the customer feedback, do not typically occur from the production process. The appearance of cracks typically result when the product has been used together with a lubricant solution or an infusion with a high ph value. These solutions can stress the formulation of the product. If excessive force is used when connecting the product or if the product is used for over twenty-four hours, cracking may occur. Per the instructions for use, the user should avoid over tightening the connection, check connections regularly, change the stopcock every seventy-two hours, or change the stopcock every twenty-four hours depending on the type of infusate used.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a connecta plus3 blue was damaged and leaked during use. The following was reported by the initial reporter: "on (B)(6) 2020, the patient used a connecta connected PICC catheter for liquid infusion. At 17:20 when the shift was transferred, it was found that the patient¿s infusion side clothing was wet with 10cm,10cm. Carefully check the patient¿s infusion pathway. The cracks cause liquid leakage, immediately replace with a new connecta. This problem is easy to cause 1. The patient cannot infuse the fluid effectively 2. The patient is at risk of infection"